Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that there were two episodes when they were unable to void after having used the stimulator, and it was not on high amplitude. The patient said they would be going to the new healthcare provider (hcp) today at 2 pm. The patient said that they think their hcp would tell them that there was a problem with their ins. The patient said that their stimulator worked wonderfully and they loved it and it was great, but if they couldn't go to the bathroom that was scary, so they were asking if their ins needed to be looked at or replaced or something. The patient turned off their stimulator completely for a while and then they were able to void better and better as the day went on, and the same thing was happening today. The patient said they could not go at all when they first got up early this morning (agent understood this as they couldn't void), they turned off their stimulator, and as the day had p rogressed, they were able to go better than they were before, so they thought that their ins was not doing the right thing. The patient said they were only on 0.9 at program 3. The patient said that they thought decreasing the stimulator would help. The agent reviewed considerations for therapy optimization and provided general programming guidance. The agent informed the patient to consider changing programs and increasing their stimulator. The patient was advised to monitor their symptoms after they made an adjustment and was redirected to the hcp if symptoms persisted. The patient said they no longer saw the hcp on file. The patient called back to clarify information reviewed on previous call to patient and technical services. The patient specified that they do not have the device to treat urinary retention, they were concerned that the therapy was causing them retention, as this was a new issue for them. The patient noticed when they turned the therapy off the issue improved. The patient was concerned that increasing amplitude would make retention symptoms worse. The agent reviewed considerations regarding amplitude adjustments and program use. The agent recommended the patient consulted with their managing physician regarding the reported symptoms. The patient had an appointment with the managing hcp later today.